Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) battery needs maintenance. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirm the battery of the detection equipment has a short battery life after charging and the battery performance has declined. The price has been quoted and the customer will not repair it for the time being. Fse waiting for subsequent evaluation. The investigation shall be closed now. If any additional information received the complaint will be reopened and updated it.

Event description:
N/a.